Event description:
Information was received from a patient regarding an external device. The reason for call was patient rep reported they were trying to check the intensity to see if they need to bring it up or down but they can't seem to get it to connect. Patient rep mentioned the patient noted the intensity seems stronger. The issue began today. Agent instructed patient rep to connect to the mystim app and patient rep confirmed the handset showed not found. Agent walked patient rep through closing all applications, resetting the communicator and toggling bluetooth off/on. Patient rep tried to connect to the mystim app again, but the handset showed not found communicator. Agent instructed patient rep to close all applications then start a chare session; implant was 100%. Patient rep mentioned the implant is charged veery morning. Agent instructed patient rep to reset the communicator, closing all applications and to power off the handset. After 5 minutes, the patient rep turned the handset on, unlocked the handset and opened the mystim app then selected enter manually. Patient rep turned the communicator on confirming a green and blue light, then placed the communicator over the patient's implant and patient rep confirmed patient was able to connect to their therapy settings. Agent reviewed with patient rep to close all applications in between use. The troubleshooting steps that were taken on the call resolved the issue. Other: patient rep mentioned the patient saw their hcp 2 weeks ago.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.